Event description:
Event: placement of stents in graft. Event details: it was necessary to employ a conduit to gain access after reverse dilation and "pta" of femoral vessel to iliac bifurcation was unsuccessful. Wire wrap was corrected in vivo. An ilio-femoral bypass was performed. Wall stents were placed bilaterally. The graft ws successfully implanted.